Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the device did not staple. They then used a new handle to resolve the issue in order to complete the case. The surgical procedure extended for about 10 minutes due to the device problem.